Manufacturer narrative:
The reported event of ¿guide wire and wire are adhered and cannot be pulled out¿ was not confirmed. A complete lead was returned in one piece without a stylet/ guidewire. A stylet insertion test was performed, and the stylet could be fully inserted and removed without difficulties. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a lead replacement procedure. During the procedure, it was found that the right ventricle (rv) lead was failing to be separated from a stylet. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.